Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2016; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-may-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative(rep) regarding a patient who was receiving unknown morphine via an impl implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the caller (rep) stated that the patient had a laminectomy 3 days ((B)(6) 2026) ago and from there they were having severe signs of headaches and different types of stuff. The caller stated they thought it was a cerebrospinal fluid (csf) leak so they decided to do a dye study to make sure there was nothing wrong with the pump. The caller said they interrogated the pump this morning and nothing was wrong with it. They decided to empty the catheter this afternoon and they got 0.5 cc's of output and there was only 0.21 in the catheter. The catheter length was a full-length catheter injected like 3 cc's of radiopaque. They did not see a cloud so they were deciding to just empty the pump and with the rest of the drug that was in there it was saline. They were just going to put it in minimum rate until they book for surgery to replace the catheters. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the pump was revised on (B)(6) 2026.